Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. An extended investigation was conducted. A visual inspection was performed using a digital microscope on the returned reader and on returned usb/charging cable. No signs of damage, burn marks, or other abnormalities were observed. The power adapter was not returned. The returned reader was observed to charge normally when connected to a charging cable and no issues were observed with returned battery. The battery voltage was found to be within specification. A power consumption test was performed, and the current draw from the returned reader was within specification, indicating the reader was not drawing excessive current from the battery. Additionally, a thermal inspection was conducted using a thermal camera,; no evidence of hotspots were observed, indicating that no components on the returned reader were heating up to the point of causing thermal damage. A continuity test was conducted on the charging cable using a cable tester and no issues were observed. Reader self-test was also performed to check the functionality of the reader, and a pass message was observed at the conclusion of the test, indicating the reader was fully functional. The returned reader passing all testing, and no evidence of a product malfunction occurring on the reader was observed during the investigation. Therefore, this issue is not confirmed. At this time the adapter has not yet been returned. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.